Event description:
It was reported that during a da vinci si cholecystectomy procedure, the 5mm a-sure cautery hook accessory installed on the 5mm monopolar cautery instrument fell into the patient. The cautery hook was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The 5mm a-sure cautery hook accessory was returned and evaluated. Engineering was unable to confirm the customer reported failure mode as visual inspection of the 5mm a-sure cautery hook accessory found no damage to the threads on the plastic sleeve or metal hook. The monopolar cautery instrument used in conjunction with the accessory was also returned. Engineering was able to install the accessory on the instrument without difficulty and when the instrument was placed on an isi in-house is 3000 system and driven, the 5mm a-sure cautery hook accessory did not fall off of instrument, even when it was grabbed, pulled, and twisted using an isi in-house instrument. No physical damage was found to either the accessory or instrument. The instrument also passed electrical continuity testing.